Event description:
At a two month post-op follow-up, it was noted by the physician that the patient had a depression on the medial side of the tibial plateau. Apparently, some time subsequent to the 2 month post-op follow-up, the lateral peg of the tibial base fractured. All post-op x-rays have been requested for review.

Manufacturer narrative:
Inestigation is in progress.